Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a publication that 3 patients had symptomatic complications after monosegmental interventions. Two patients had symptomatic complications after trisegmental intervention. All 5 of these patients had a radiculopathy that was treated with decompression. 122 patients experienced a new vertebral fracture within the first pre-operative year. 201 patients experienced cement extrusion. No further details are known at this time.